Event description:
Pt (B)(6) not being able to breathe. Rt checked ventilator and discovered no breaths were being provided by the vent. Pt was removed from the ventilator and bagged w/ 100% o2 via bvm, while a 2nd rt changed out the ventilator.